Event description:
The customer reported a screen failure. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a screen failure. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the issue was verified. The control pca was found to be defective. Replacing the control pca resolved the reported issue. The device passed testing and was returned to the customer.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified and traced to an open f101 fuse that caused the device not to come on. The available information is consistent with a malfunction of the control pca. The cause was an open f101 fuse. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported a screen failure. There was no report of patient involvement.